Event description:
The customer reported that her blood glucose was 374 mg/dl, and then rose to 405 mg/dl despite multiple insulin boluses. She realized that the cannula was out of the skin. When she removed the device, she saw the cannula was also kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or determine if it contributed to the reported hyperglycemia. The customer also reported that the cannula had dislodged from the infusion site. This condition would interrupt insulin delivery and contribute to high blood glucose. No product lot number was reported, therefore, no qualification record review could be performed. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin-usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."